Event description:
A pt reported experiencing inaccurate high results with a fast take meter. The pt's blood glucose result was 421 mg/dl, meter to lab, per reported issue notes. Tests were done within 10 mins with a difference greater than 20%. Pt did not experience any adverse events. No further info has been reported.